Event description:
Customer reported that the css console alarm panel was not operating because the circuit breaker had turned off. The patient was switched to a backup css console. There was no patient impact. This alleged failure mode did not pose a risk to the patient because it did not negate the ability of the css console to continue to perform its life-sustaining functions. The controller continued to provide support to the patient. Syncardia has requested that the css console be returned for evaluation.